Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead triggered an alert for high out of range pace impedances. Further review noted the impedances had begun to spike in mid-january. The patient was brought in for further evaluation. The high impedances could not be reproduced, so an x-ray and reprogramming was recommended. Boston scientific technical services also noticed that there was potential loss of capture on the lv, however, the loss of capture was not confirmed. An x-ray has not been performed. The lead and existing cardiac resynchronization therapy defibrillator remain in service and the patient will continue to be monitored. No adverse patient effects were reported.